Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button cover was missing and the contacts were corroded. The cause of the non-functional response buttons is the corroded contacts, due to the missing response button cover. The root cause of the corroded was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.